Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated she was traveling and hadn't been pumping on schedule, plus she was trying to cut down on the number of pumpings, and thinks that may be why she had mastitits again. She was pumping 3 to 4 times a day and feeding as well. She was prescribed amoxil 500mg x 7 days. Now pumping 3 times a day, feeding at night and currently no sign of mastitis/congestion. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her freestyle breast pump had low suction and possibly contributed to her mastitis infection, for which she was prescribed antibiotics by her physician.